Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during a cholangioscope procedure performed in the common bile duct on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost approximately 20 seconds into the procedure. A second spyscope ds ii catheter was used and same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that there were no defects, wear and tear or damaged. A functional evaluation noted that the catheter interface pc board failed. The light was disassembled. The catheter interface pc board was replaced. The connector socket assembly was cleaned. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Upon analysis, the problem is unlikely related to manufacturing, as product analysis identified issues related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. Block h11: correction - block h6 (impact code and device code) has been corrected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during a cholangioscope procedure performed in the common bile duct on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost approximately 20 seconds into the procedure. A second spyscope ds ii catheter was used and same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.